Event description:
Patient previously implanted with peek implants on (B)(6) 2012. Patient also previously treated for cfs leak on (B)(6) 2012. Patient was seen for follow up visit and found to be draining yellow purulent drainage from the incision. Follow up physician inserted three (3) separate interrupted nylon stitches at incision site of drainage. Patient medication was also switched to bactrim ds one (1) tablet twice daily for 14 days and penicillin vk 500mg four (4) times daily. Patient infection has cleared since explant of device.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records have been requested. Please note mw MFR# 2520274-2012-01461 refers to the csf leak event. Mw MFR# 2530088-2012-00508 refers to the explant of hardware event.